Manufacturer narrative:
The large suturecut needle driver instrument has not been received for failure analysis evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, a cable on a large suturecut needle driver instrument broke and was found to be frayed. An x-ray was performed per the hospital's policy. It is unclear if any fragments fell inside the patient. Intuitive surgical, inc. (Isi) has attempted to contact the customer to gather additional information regarding the reported event. As of the date of this report, no new information has been obtained.